Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances, 1. 9670. 2. 9870. 3. 9470. 5. 9870. All others within normal range. Tried to reprogram. Unable to get coverage on left side of back. Right lead covers right side. Pt has pns with two leads. The rep noted the cause is the pt has another medical condition and has fallen multiple times in the past year. Pt is also complaining of burning pain at the ins site when stimulation is on. This is a recent development for the patient. She stated it was after the last time she charged on (B)(6)2024. She¿s left the stim off since. After reprogramming for right side of back she currently experiencing any burning pain at the ins site. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.